Event description:
The customer reported that error code b30 (scope communication error) occurred during an unspecified therapeutic procedure while in use with the video system center. After the video connector was wiped, the error was resolved for approximately five minutes when error code e216 occurred. The procedure was completed using another system. There was no harm or user injury reported due to the event. The video system center is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
(B)(6) hospital. The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.